Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry, nine days post deployment of a 29mm sapien 3 valve in the mitral position, the patient was implanted with a second 29mm sapien 3 valve.